Event description:
When nurse spiked the blood bag, blood sprayed all over her and the pt. It was discovered that there was a hole in the tubing just beneath the connection with the spike. The hole appeared to be the result of melting. The user facility is uncertain of the correct lot as the packaging had been discarded with that of another lot.